Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a possible chemo spill and pump batteries were hot. Per reporter, the pump had a red screen, the error code wasn't captured, but when the batteries were removed, they were hot, and it appeared that, where the cadd pump attaches to the chemotherapy cassette, there was residue from where the chemotherapy leaked. Event occurred while use with patient at home. No patient harm/adverse event reported.